Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, prior to a laparoscopic sigmoidectomy, the package was opened; however, the covering part of the shaft tip was found smashed. New one was opened to correct the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The complaint data did not display an increased trend. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.